Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a patient who was implanted with a neurostimulator for non-malignant pain and chronic low back pain. It was reported that there was a stimulation issue. The device turns off periodically on its own and the patient would then have to turn stimulation back on. The clinician programmer confirmed that on (B)(6), the stimulator was turned off. The environment/external factors that may have led or contributed to the issue remains unknown. The impedance measurement on electrode number 7 was greater than 10,000 ohms; otherwise, the rest were within normal limits. It was unknown if the issue was resolved at the time of the report. There was no surgical intervention performed or planned. The patient was advised to monitor the situation and log the circumstances at which stimulation turned off on its own.

Manufacturer narrative:
The patient was not implanted with a neurostimulator for non-malignant pain and chronic low back pain.

Event description:
The patient was implanted with a neurostimulator for complex regional pain syndrome type ii.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.